Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had severe interstitial cystitis and was currently on their fourth implant. The patient reported that they have consistent infections and flare ups. The patient reported that they now have lower back, hip and implant site pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.